Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was by an attorney reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 it was reported that the patient experienced sui, nocturia and urgency, pelvic pain, lower abdominal pain, infection and vaginal bleeding. No additional information was provided.